Event description:
This is filed to report death. The aim of this prospective observational study was to analyze the contribution of heart failure to the physical frailty phenotype by examining patients with heart failure before and after percutaneous mitral valve repair (pmvr) with a mitraclip or non-abbott device. Frailty according to the fried criteria (weight loss, weakness, exhaustion, slowness, and low activity) was assessed in consecutive patients before and 6 weeks after pmvr. All patients had symptomatic mitral regurgitation (mr) grade 3 or 4, and the etiology was primary cause in 88 patients, of secondary cause in 141 patients, and of mixed causes in 28 patients. It was noted that 25% of the patients died within 90 days after the procedure and 12% were newly frail post-pmvr. There was an increase of patients with post-procedure mr grade of 3-4 ( baseline: 7 nonfrail and 4 frail; follow-up: 9 nonfrail and 6 frail). Treatment of mitral regurgitation in patients with heart failure is associated with almost a halved burden of physical frailty, particularly in patients with a less advanced phenotype. This study warrants further evaluation of the concept of frailty as a primary treatment target. Details are listed in the attached article titled, "disentangling heart failure and physical frailty prospective study of patients undergoing percutaneous mitral valve repair."

Manufacturer narrative:
The additional patient effects reported in the articles are captured under a separate medwatch report. B3: date of event was estimated. D4: the UDI is unknown as the part and lot numbers were not provided. D6a: date of implant was estimated. The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported fatigue, death / expired, and mitral valve insufficiency/ regurgitation (worsening mr) could not be determined. The reported patient effects of death and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.